Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm when connected to the mobile power unit (mpu) was confirmed via log file analysis. A review of the event log file contained data spanning approximately 5 days (04aug2023 ¿ 08aug2023 per timestamp). On 04aug2023 at 23:40:57, while connected to the mpu, low power hazard and power cable disconnect alarms activated due to a loss of ac power. At 23:41:02, the alarms transitioned into no external power alarms. The alarms cleared once ac power was restored at 23:41:22. The backup battery was able to provide power to the system. Pump operation was not affected. The heartmate mobile power unit (s/n: (B)(6)) was not returned for analysis and remains in use. A root cause for the reported event was determined to be due to the ac power cord coming loose at the wall outlet. Heartmate 3 patient handbook, rev. D, section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use, rev. C, section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarms, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use, rev. C, section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook, rev. D, section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook, rev. D, section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU), rev. C, section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook, rev. D, section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU), rev. C, section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had no external power alarms when connected to the mobile power unit (mpu). These were due to the mpu not being secured to the wall outlet. A review of the log file revealed transient unsustained low-voltage events on 06aug2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.